Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the pump black box data revealed no pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked on the side at the case seal. There was no evidence of moisture observed inside the battery compartment. The returned battery cap secured properly to the pump, and a power loss was not observed during testing. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The original complaint of an intermittent power issue was not duplicated during investigation. (B)(4)